Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A patient reported that his batteries are switching when they were in power port 1 of his controller. This event was confirmed by the field clinical specialist. The controller was exchanged with no reported patient issue or injury.

Manufacturer narrative:
(B)(4). Updated conclusion: it was reported that the patient was experiencing premature power switching events. The controller and five batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed that the controller (B)(4) had several premature power switching events that were due to momentary disconnections involving (B)(4). Log files also showed power switching due to communication errors as well for (B)(4).  The most likely root cause of the reported event can be attributed to communication errors and momentary disconnections between the controller and the batteries. Heartware has opened an internal investigation to evaluate momentary disconnections between batteries and controllers. (B)(4) are being investigated under MFR #3007042319-2016-03684. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
After further review of additional information received sections date received by manufacturer, adverse event, if follow-up, what type?, device evaluated by manufacturer, event problem and evaluation codes and additional mfg narrative have been updated accordingly. Correction:additional mfg narrative- (analysis). It was reported that the patient was experiencing premature power switching events. The controller and five batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual inspection and functional testing; the reported power switching could not be replicated during testing. Log file analysis revealed that the controller, (B)(4), contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4) and power switching due to communication errors involving (B)(4).  The most likely root cause of the reported event can be attributed to communication errors and momentary disconnections between the controller and the batteries. The manufacturer is investigating the events of momentary disconnections between batteries and controllers. (B)(4) are being investigated under MFR#3007042319-2016-03684 cmp-(B)(4)); the batteries passed visual and functional testing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The patient did not experience any loss of power. The power switching could not be replicated by manipulating the connections and the patient is doing well with no ill affects. The reported event of power switching was confirmed. Review of the manufacturing records for (B)(4) confirmed that the associated devices met all requirements for release. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections of the battery. (B)(4) participated in these events. Further analysis revealed a premature switching event that was due to a communication anomaly between the battery and controller. (B)(4) participated in this event. Analysis revealed that (B)(4) passed visual examination and functional testing. Analysis of (B)(4) could not be performed since the devices were not returned for evaluation. Heartware has opened an internal investigation to evaluate momentary disconnections between batteries and controllers. The most likely root cause of the reported event can be attributed to communication error or momentary disconnections between the controller and the batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4). Method: analysis of data log(s); manufacturing review; actual device not evaluated. Result: interoperability problem. Conclusion: design deficiency. (B)(4). Method: analysis of data log(s); manufacturing review; actual device not evaluated. Result: interoperability problem. Conclusion: design deficiency. (B)(4). Connection issue. Method code: analysis of data log(s); manufacturing review; actual device not evaluated. Result: interoperability problem. Conclusion: design deficiency. (B)(4). Method: analysis of data log(s); manufacturing review; actual device not evaluated. Result: interoperability problem. Conclusion: design deficiency. Method: analysis of data log(s); manufacturing review; actual device not evaluated. Result: interoperability problem. Conclusion: design deficiency.

Manufacturer narrative:
Other devices involved in this event: battery / bat208556 (B)(4). If information is provided in the future, a supplemental report will be issued.